Manufacturer narrative:
The console was evaluated in the field on april 27, 2018; the report of burning smell could not be duplicated. System passed all functional tests. No problem was detected.

Event description:
It was reported, by the anesthesiologist, towards the end of a benign prostatic hyperplasia (bph) procedure that there was a "burning smell coming from inside the laser". The procedure was completed, with no error message or complications, utilizing the laser. No injury reported.